Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with lumbar radiculopathy with discogenic pain and underwent the following procedures: anterior lumbar inter-body fusion with instrumentation, l4-s1 using depuy acromed cougar cages 10 mm in height with 10 degrees of lordosis times two; bone marrow aspiration, l5 vertebral body with harvesting and transplanting for stem cells with depuy healos bone substitute; intra-operative fluoroscopy; intra-operative ssep and emg monitoring; bone morphogenic protein. As per-op notes, ¿¿.. 16 mm tall cougar carbon fiber cages with a 10 degree lordosis were selected. These were filled with bone morphogenic protein as well as healos bone marrow aspiration combination. Both cages were impacted at l4-l5 and l5-s1¿.¿ the patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.